Manufacturer narrative:
Lens was received cut in 2 pieces with 2 distorted haptics. Condition of the lens precludes analysis. There is no evidence to suggest this adverse event is manufacturing related. Pt was unable to adapt to the multifocality of the lens. Visual effects are a known possible side effect of multifocality of the lens. Visual effects are a known possible side effect of multifocal lens implantation.

Event description:
The lens was removed and replaced with a monofocal lens due to the pt's report of halos, glare and irritation. Halos and glare are a known and labeled possible side effects of multifocal lenses.